Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The impella cp cannula became detached right above the impeller blade when removing through the peel-away sheath on explant after a primary percutaneous coronary intervention was performed. No patient harm was noted and the patient's outcome at explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.